Event description:
On (B) (6) 2010, the patient's diabetes educator (cde) reported the patient stated she had elevated blood glucose readings this morning of up to "hi" on her blood glucose meter. She bolused 5.6 units of insulin via her infusion device but 2 hours later her reading was 596 mg/dl. She ate a meal and took a correction bolus of 1.4 units and 2 hours later her reading was "hi." She again bolused 5.6 units of insulin and called her cde who went to the patient's home. The cde stated the patient is new to insulin pump therapy and received a box of cartridges which contained an extra piece that looks like an adapter of some sort. She stated the patient inserted the cartridge into her device, attached this piece, attached the adapter and then attached the infusion set. The patient did not receive any insulin as the piece was blocking the insulin. The patient did not find any other pieces in her other boxes of cartridges. The patient was advised not to use this piece. On follow up with the patient on (B) (6) 2010, she stated her blood glucose is back to her normal range of 100-200 mg/dl. Product was requested to be returned for evaluation.